Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 is having screen interference issue with the scanner while on a patient. The customer confirmed that there is no harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.